Event description:
The patient has two leads implanted with the same lot numbers. It was reported the patient was experiencing ineffective stimulation. The sjm representative met with the patient and lead diagnostics showed multiple high impedances. The sjm representative was unable to resolve the issue with reprogramming. X-rays were taken and did not show any abnormalities. Surgical intervention is pending to resolve this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.